Event description:
It was reported that the inner shaft of the insertion handle broker during the surgery.

Manufacturer narrative:
Lot# 12181421-12. Visual inspection; functional inspection; device history review; complaint history review; risk assessment; a materials analysis was performed. According to the mar, the instrument fractured due to ductile overload fracture. Based on the material analysis performed, the plausible root cause of the reported event is a user applied overload to the instrument.

Event description:
It was reported that the inner shaft of the insertion handle broker during the surgery.